Manufacturer narrative:
Product complaint # (B)(4). E 4. Reporter also sent report to FDA? MDR report #: mw5164354. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a left shoulder diagnostic arthroscopy, and open repair of acute massive rotator cuff tear procedure on (B)(6) 2024 and a suture was used. During a surgical procedure, the tip of suture needle broke off.' Staff are unsure why this happened and if its due to faulty equipment or the surgeon using too much force. The broken bit was not left in the incision but removed. No adverse patient consequences were reported.